Event description:
It was reported to boston scientific corporation that during a cystoscopy and litholapaxy procedure using an accumax 1000 laser fiber, the laser fiber delivered one blast of energy and the tip of the fiber blew off into the patient's urinary bladder. The tip of the fiber was removed. It is unknown what device was used to retrieve the fiber tip. Laser energy from a lumenis 100 watt holmium laser was being used with the fiber. The laser settings are unknown. The procedure was completed with another accumax 1000 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during a cystoscopy and litholapaxy procedure using an accumax 1000 laser fiber, the laser fiber delivered one blast of energy and the tip of the fiber blew off into the patient's urinary bladder. The tip of the fiber was removed. It is unknown what device was used to retrieve the fiber tip. Laser energy from a lumenis 100 watt holmium laser was being used with the fiber. The laser settings are unknown. The procedure was completed with another accumax 1000 laser fiber without any complications to the patient, who is reportedly 'fine' post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination of the returned fiber revealed approximately 1.0 mm of exposed glass tip remaining. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached.